Event description:
The customer complained of qc results drifting over the course of a day for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. Calibration was performed at 9:00 a.m and qc results were acceptable. An unspecified number of patient samples were run afterwards and reported outside of the laboratory. Over the course of the next 4 hours, qc results had dropped off. The customer repeated "several" patient samples that had been run within that time frame and had to send out corrected reports for "some." The customer declined to provide the number of patients affected or the specific results received. The customer provided an example of discrepant low results for 1 patient sample tested for na. The initial na was approximately 128 mmol/l. The sample was repeated on a different ise module and the result was approximately 136 mmol/l. The repeat result was believed to be correct. No adverse event occurred. The na electrode lot number was g88 with an expiration date of 10-mar-2019. The field service engineer (fse) visited the customer site and found a burr on the tip of the sample probe. During an air purge, the air dispenses sideways. The fse replaced the sample probe, cleaned all nozzles and ise vessels and bleached the sample line tubing. An ise check was successful and the fse ran a 20-point precision test. The customer verified qc was within their specified ranges. The investigation determined the event was due to the sample probe issue identified by the fse.